Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The patient's anatomy was reported to be very difficult, and the patient had a very large iliac aneurysm with severe tortuosity. It was reported that there was no calcification. The device was difficult to advance and position. After the device was positioned, the physician was unable to deploy it, and the graft cover stretched and broke. It was reported that the physician attempted to manually deploy the device by cutting the graft cover and pulling it with hemostats. The device was removed from the patient and another device was inserted. It was reported that the same incident occurred with the second device. A third device was successfully used to complete the case. No clinical sequelae resulted from the event, and the patient is reported to be fine. The device has been received by medtronic ave, and returned goods investigation is pending.

Event description:
Returned goods investigation reveals that the device was returned with blood inside and outside the catheter. The graft cover was not retracted, and the stent graft was still loaded. The slide ring had been completely retracted and the distal end of the torque handle had been split in half and peeled away from the hypotube. The graft cover had numerous folds, and it was broken into two pieces. The pt's reported tortuous anatomy most likely contributed to the observed folding and bending of the graft cover during attempts at insertion. The bending of the graft cover may have increased deployment force and led to excessive longitudinal stress. The longitudinal stress most likely led to the breaking of the graft cover and the failure to deploy.